Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. However, scope connector dirt, adhesives around objective lens, connecting tube scratch, discoloration and wrinkle were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the evis lucera elite gastrointestinal videoscope displayed an e3115 and e216 errors. During a standard service inspection of the customer returned device, foreign object came out of the vent base. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The customer confirmed they cleaned, disinfected, and sterilized the product before sending it to olympus. The customer did not know when the foreign material adhered to the endoscope or what the foreign material is. It¿s unknown if there was a delay in the start of precleaning. It¿s unknown if there were any abnormalities in the accessories used for reprocessing. The endoscope was not immersed in the detergent solution. The external surfaces were wiped/brushed with clean lint-free cloths, brushes, or sponges. Based on the results of the investigation, it is likely that the foreign material remained since the reprocessing was not correctly implemented in line with the instructions for use. The foreign material turned out to be silicic acid contained. Olympus will continue to monitor field performance for this device.